Manufacturer narrative:
This event was initially reported to codman cnv on 8/4/2016 as friction between the delivery wire and coil sheath; however, during analysis on 10/10/2016, it was found that the coil was compressed and buckled on the proximal end; therefore, the complaint met MDR reporting criteria. Three attempts were made to obtain additional information; however, no further information was provided. (B)(4). Conclusion: the deltapaq was returned for analysis. The unidentified microcatheter and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned before being returned which may have produced further damage. Unreported damage of severe kinks on the device positioning unit (dpu) was found located off the proximal end at 11.0, 49.0, and 143.0 (all in centimeters). Unreported dpu protrusion of 1.0 centimeter out of the sheath was found 13.0 centimeters off the distal tip of the green introducer. No mechanical sheath damage was found on the proximal end distal protrusion sites of the dpu. The proximal end of the coil has compression and buckling damage. The remainder of the coil is undamaged. The locking mechanism has compression and stretching damage. No manufacturing defects were found. The circumstances of how and when all the unreported damage found above in this reported occurred cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The coils advancement difficulty inside the introducer sheath was confirmed. The evidence as received highly suggests that the most likely root cause of the coil advancement difficulty inside the introducer sheath may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool becoming damaged. In addition, the locking mechanism may not have been fully disengaged off the core wire. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have bent the dpu in multiple locations, caused the dpu to protrude outside the sheath, and caused the proximal end of the coil to compress and buckle. In this condition the coil cannot be advanced out of the distal tip of the green introducer. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger. Caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the identification or the return of the unknown microcatheter and the rhv used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, a deltapaq coil (cdf10015230/c35861) coil did not advance into microcatheter due to friction between delivery wire and coil sheath. There were no potential patient adverse events. Product analysis revealed that the proximal coil was compressed and buckled.